Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer's blood glucose (bg) level was 540 mg/dl and ketone level was small. Customer administered an insulin injection to address bg. Customer went to the hospital and was treated with intravenous insulin and saline. Elevated bg and ketones resolved. Customer was discharged on (B)(6) 2024 with no permanent damage. The customer reverted to an alternate method in insulin therapy.